Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. It was also found that the cable had a scratch and water immersion. The subject device was not returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon occurred because the insulator used for the cable was deteriorated, and electrical deterioration occurred due to damaged and flooded cable.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the image disappeared. There was no report of patient injury associated with the event. The event date was unknown.